Manufacturer narrative:
E1: initial reporter facility: (B)(6) medical center (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had duplicate cubies for drawer 2.1. A technical support specialist (tss) followed the knowledge article "how to create a station database backup." The station database backup was completed successfully. The tss then followed the knowledge article "manually unloading storage spaces: es 1.6.x-1.11.x." The es 1.11.x drawer reset script was downloaded from the path. The query was executed, and a full synchronization was performed on the station without dropping the database. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, duplicate cubies were reported for drawer 2.1. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.